Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pulse generator 2013 (B)(6); 5076-52 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were confirmed by x-ray to be dislodged. The ra lead was also noted to have high threshold. The ra lead was capped and not replaced. The rv lead was repositioned and remains in use programmed to vvi mode. The patient is a participant in the evaluation of approved pacing lead (model 5076) for use in MRI environment study. No patient complications have been reported as a result of this event.